Manufacturer narrative:
The impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The product was not used in a patient. The customer has not provided additional images of the product. DHR review was completed for the subject lot number 1225130. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of the package inspection confirmed that all inspected packaging contained the correct quantity and type of part. Complaint history review was performed for the reported lot number (1225130) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (missing component) or product (tsvwb10). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable with the information provided regarding delivery of the device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that during procedure, implant (tsvwb10) was missing from the package.